Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer called in to report a delivery anomaly. The customer reported receiving less units than what was entered. The customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was tested with a water filled test reservoir. Several boluses were programmed and delivered. The units left on the display properly matched the units left on the test reservoir. No alarm history anomaly noted. The pump was received with a cracked reservoir tube lip.